Manufacturer narrative:
H3: pending investigation. D10: (B)(6) -320-06-38 - glenosphere 38mm. (B)(6)- 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) -320-15-05 - eq rev locking screw. (B)(6) -320-15-07 - sup/post aug plate, l rs glenoid baseplate. (B)(6) -320-20-00 - eq reverse torque defining screw kit (B)(6) -320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm . (B)(6)- 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) -320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) -320-38-00 - 145-deg pe 38mm hum liner +0.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6)2023. During the surgery, a (tuberosity) humeral fracture occurred. Action taken: none. Outcome: resolved (B)(6) 2023. The case report form indicates this event is definitely not related to devices and possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.